Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection showed that the line was detached from the hansen connector. The hansen connector was found to be insufficiently glued onto the line. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a mars disposable for a mars treatment, the tubing was found to be disconnected from a connector, leading to an external leak. This occurred before patient use. There was no patient involvement. No additional information is available.